Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was 42 mg/dl. Customer was treated with food and glucose tablet. Customer stated that the drive support cap was normal. Customer did not allege insulin pump for over delivering. The insulin pump will not be returned for analysis.